Event description:
Customer reports low glucose blood symptoms while using new box of test strips; no code key in box. Customer reportedly rec'd the following results on the advantage sys within 10 min: 564 mg/dl, 221 mg/dl, and 110 mg/dl. Self treated with 8 oz orange juice and candy bar. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.